Event description:
Adverse event(s): "eye filled with fluid instead of oil" (no code available), "minimal delay" (no code available). Product problem(s): "system shut down" (power, loss of). A surgeon reported that during silicone oil injection, the system shut down. Subsequently, the eye filled with fluid instead of oil. No pt impact was reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. It is unknown what the customer means by the system shut down. A shutdown will cause fluid to infuse into the eye as reported. A review of complaints for the last 24 months indicated one additional, related reports for this system. (B) (4). (B) (4) (B) (4).